Event description:
On (B)(6) 2011, a reporter (nurse) for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was displaying an "error 4" message. Per the onetouch ultralink user guide this error message could be caused either by one of the following, you may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111°f). There may be a problem with the test strip. For example, it may have been damaged or moved during testing. The sample was improperly applied. There may be a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient informed the mss that the alleged issue with the subject meter began on (B)(6) at approximately 1 am but she was able to use her back up meter (onetouch ultra2) at that time to perform a blood test. The patient stated she was using her back-up meter on (B)(6) at approximately 8:47am when she tested and then inadvertently entered an incorrect glucose value into her pump, causing it to administer too much insulin. She could not recall the value entered but the reporter informed the cca that she administered 5.7 units of insulin. The patient advised the mss that she manages her diabetes with humalog insulin on a sliding scale through pump therapy. Approximately 11 hours later, the patient informed the mss that she was feeling "depressed" and denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used and were stored correctly and unexpired. The patient reportedly was following the correct blood testing process. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury nor did she receive medical intervention. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.